Event description:
Healthcare professional additionally reported "particles in valve." Device has been explanted.

Manufacturer narrative:
Device evaluation: analysis of the returned device identified, brown particles in the fill channel, wear abrasion and creases flat. Leak test and microscopic analysis was performed which identified, no leak was observed in the device. Observed a void 1 mm in non textured, valve to shell-bond area. By code the other technical (particles in the valve) does not show leakage. The fill test inspection was performed, the result is no blockage. Based on the device analysis the final assessment is no issues found related with the manufacturing process.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation.

Event description:
Patient reported right side deflation. Device remains implanted.